Event description:
Cutting balloon was placed in patient and inflated in the lpa. Balloon was stuck in the inflated position and not able to deflate. Additional catheter placed in neck and balloon deflated and removed.

Event description:
Cutting balloon was placed in patient and inflated in the lpa. Balloon was stuck in the inflated position and not able to deflate. Additional catheter placed in neck and balloon deflated and removed.